Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. Reportedly, a femoral angiogram was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, there was no suture present when the plunger was removed with the first device attempted. The second device did not have blood flow from the marker lumen. A non-abbott device was attempted unsuccessfully and manual arterial compression was applied; however, two hours later the patient had developed retroperitoneal bleed in the abdomen, pelvic and upper part of the leg. General anesthesia was administered and surgery was performed in the abdominal cavity to address the abdominal, pelvic and leg hematoma. The patient received two blood transfusions. There was no need for prolonged hospitalization. Patient is in good condition. There was clinically significant delay in the procedure. No additional information was provided.